Manufacturer narrative:
The loosened device has been explanted from the patient without issues and has been returned to arthrosurface on 07/19/2019. The incident is currently being investigated. Results of the investigation will be submitted through a supplemental medical device report.

Event description:
Hemicap pfxl kahuna patient experiencing pain without any trauma. Radiographs showed loosening between kahuna articular component and the taper post.

Manufacturer narrative:
The implants in question were returned to arthrosurface for evaluation. A thorough investigation was performed to evaluate the root cause of the reported event. Based on the assessment by the engineering department, it was determined that the taper connection of the implant system still functions as intended and is not compromised. It is possible that the implant components (articular and fixation component) were not seated/ positioned properly during the initial surgery which led to tilting of one over the other per surgeon's revision case comments. A final placement gauge is provided in the instrument kit which enables the surgeon to verify the depth of the taper post component and ensure that the implant is not too shallow or deep. Using the final placement gage per the surgical technique provided in the IFU would have prevented the reported issue. The root cause is presumed to be a user error. The device history records (DHR) of the component lots in question were reviewed and noted that these lots were built to specification. There were no discrepancies during the manufacturing, packaging, or sterilization of device lots. Pn: px11-0218-w, lot #: 75lg0136, mfg. Date: 12/12/2017, exp. Date: 12/12/2022. Pn: pwl2-0855-w: lot #: 75if0204, mfg. Date: 09/26/2016, exp. Date: 09/26/2023. To date, arthrosurface is not aware of other complaints where the taper connection between the kahuna articular and the fixation components was loose. Should arthrosurface receive any additional informational that would alter the conclusions of this complaint, it will be reviewed and reported via a supplemental MDR.